Event description:
During revision total hip arthroplasty performed in 2004, it was reported that tool fractured during use of ultra drive cement removal system. Surgery was extended to remove disk drill tip from distal portion of the femur. Furthermore, during reattachment of the trochanter, it was reported that trochanter bolt fractured. No further details have been provided to date.